Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted the stent implant was dislodged from the balloon and was not returned, thus confirming the complaint. However, there were crimp marks visible between the markers of the tightly folded balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. A review of the lot history record for the reported lot revealed no non-conformances related to the reported. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that the lesion was in the distal left anterior descending artery (lad) with heavy tortuosity and heavy calcification. The xience v stent dislodged during the crossing attempt. The dislodged stent was attempted to be retrieved, but the retrieval attempt was unsuccessful and the stent implant remains in the anatomy. Another of the same size stent was placed. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.